Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergoing unknown spine surgery for removal of hardware. It was reported that tip of the inserter broken off in the headof the set screw. Levels implanted l3-l5. No fragment of the instrument remaining in the patient. No treatment or additional surgery performed as a result of this event. No patient symptoms or complications as a result of this event. Additional information was received from the rep that both screw drivers broke during the removal of hardware, procedure used in this event was adjacent l2-3 tlif for removal of l3-5 hardware.

Manufacturer narrative:
H3: product analysis#: (B)(4):2342305mm, lot#: ct12g111 visual and optical examination identified that the tip of the driver has been broken/sheared off. This is consistent with overload. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.